Event description:
A physician reported that an ophthalmic visualization system 3d screen turned double suddenly and the patient had posterior capsule rupture during aspiration step of cataract surgery. The situation of the double was resolved as soon as changing to the keyboard operation, the screen backed to the 3d. The surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. However, the event logs were provided for review. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. Despite the system meeting specification, the event logs were analyzed. It was determined that the ¿2d to 3d issue¿ is consistent with a software update. The reported ¿capsular rupture¿ cannot be conclusively determined, based upon the information obtained. The root cause of the reported 3d to 2d drop is attributed to the software upgrade issue. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The reported ¿capsular rupture¿ cannot be conclusively determined, based upon the information obtained. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).